Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 4, 2020, during an unknown procedure, the implant insertion device was found to be broken in the box. There was no visible damage to the outside of the box. The broken implant insertion devices were not used on the patient and a new one was opened. The broken implant insertion devices were found while the patient was under anesthesia. The procedure and patient outcome are unknown. Concomitant devices reported: speedtitan compression implant kit 15x15mm ( part number se-1515ti, lot bse181239, quantity 1). This report involves one (1) speedtitan compression implant kit 15x15mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 device returned. H3, h4, h6 investigation summary: visual inspection: the speedtitan (tm) implant kit 15 x 15 mm (p/n: se-1515ti, lot #: bse170107) was returned and received at us cq. Upon visual inspection, the inserter was cracked on the island. The implant was partially deployed as the implant legs were no longer parallel and insertion into drill holes may not be possible. No other issues were identified with the returned device. Functional test: there was conclusive evidence that the device was partially deployed because of the cracked plastic, so the functional test was not performed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional analysis was not performed because there is a known issue with the design of the device and a CAPA has been issued to address it. Document/specification review : based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed . Speed titan implant. Speed titan implant kit bom. This is a known issue. Process car 1093 was opened in bme's old qms system (qcbd) to investigate this issue in 2016 and was later closed to etq CAPA-007225. After investigation, it was determined that there were several contributing factors for this type of nonconformance, the most important ones being the design of the stick and the molding process at the supplier. Although the injection molding process was identified as the most likely root cause, the supplier stated they could not adhere to bme requirements, therefore CAPA-007286 was initiated in etq on 31 jul 2017 to document the migration from supplier protolabs to supplier apex. Corrective actions (design changes and mold updates) have been implemented under co 4042, released november 7, 2017. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the speedtitan (tm) implant kit 15 x 15 mm (se-1515ti, lot #: bse170107) as the implant was not deployed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation conducted, it has been determined that the most probable root cause for the broken inserter is the historical packaging/device design, with transit/handling being a contributing factor. The potential impact of the design in the complaint condition has been addressed under CAPA-007225. No further corrective actions are required at this moment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: se-1515ti, bme lot number: bse170107, manufacturing date or release to warehouse date: 25apr2017, place of manufacture: biomedical enterprises, san antonio, tx, lot expiration date: 20mar2022. DHR review: a review of the device history record for lot# bse170107 revealed this lot of se-1515ti implant kits was processed through the normal manufacturing and inspection operations with no nonconformities or deviations noted. This device lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material implant device history record lot# 1612129414 used in assembly of bse170107 revealed this lot of t-se-1515ti implants was processed through the normal manufacturing and inspection operations with one nonconformance noted (ncmr# 2862 in qcbd). The ncmr was generated due to one implant from the raw material lot being dimensionally undersized during in process inspection. The nonconformances is not relevant to the complaint as the nonconforming implant was rejected at the time of detection. This raw material implant lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Raw material nonconformance ncmr# 2862 is not relevant to the complaint because only conforming items from the raw material lot were released.,raw material nonconformance ncmr# 2862 is not relevant to the complaint because only conforming items from the raw material lot were released. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: part number: se-1515ti, bme lot number: bse170107, manufacturing date or release to warehouse date: 25apr2017, place of manufacture: biomedical enterprises, san antonio, tx, lot expiration date: 20mar2022. DHR review: a review of the device history record for lot# bse170107 revealed this lot of se-1515ti implant kits was processed through the normal manufacturing and inspection operations with no nonconformities or deviations noted. This device lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material implant device history record lot# 1612129414 used in assembly of bse170107 revealed this lot of t-se-1515ti implants was processed through the normal manufacturing and inspection operations with one nonconformance noted. The ncmr was generated due to one implant from the raw material lot being dimensionally undersized during in process inspection. The nonconformances is not relevant to the complaint as the nonconforming implant was rejected at the time of detection. This raw material implant lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Raw material nonconformance is not relevant to the complaint because only conforming items from the raw material lot were released. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed because device appears to have deployed prematurely. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. The root cause of the complaint condition could not be determined as the handling and use of the device are unknown. However, the condition of the complaint device is consistent with a deployed version prior to implantation. This is addressed with a CAPA. The complaint condition is confirmed as the complaint device has been deployed while still in its original packaging. Based on the investigation conducted, it has been determined that the most probable root cause for this type of complaint is the historical packaging design, with transit/handling being a contributing factor. A CAPA is open to address the design remediation of all bme product lines, which encompasses the design upgrade of speed from the current button inserters to slider inserters. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.